Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) information received indicated that the patient is having problem with the battery of the device. The ipg remains in use. No patient complications have been reported as a result of this event.